Event description:
It was reported that a customer had occlusion alarms with a cleo 90 infusion set for hours before calling cts. System check determined the issue to be the site and an air gap in the tubing as well. Customer reported high blood sugar levels of 600 mg/dl. Customer correction bolus via pump to stabilize the blood sugar. No patient injury reported.